Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio recommended customer replacing the system pcb. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.

Event description:
It was reported that the device failed to power on. There was no patient use associated with this event.